Event description:
It was reported that during use, the device exhibited a tubing leak. It was noted that the device was exposed to chemo. The potential lot numbers were: 4281678, 4290735 and 4309458. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2024-00002. The date of that submission was 02-jan-2024. No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.